Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by getinge representative during preventive maintenance that cardiosave intra aortic balloon pump (iabp) had touch screen malfunction. No patient involved.

Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11

Event description:
N/a